Event description:
Reportedly the pt underwent a colectomy with end to side anastomosis. During the procedure the surgeon passed the needle through colon tissue and the needle was temporarily lost. When the needle was retreived it was noticed the tip was broken off and could not be found. No additional info has been provided.